Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2016; 4968-35 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after a syncopal episode. It was noted that left ventricular (lv) lead thresholds had risen and were currently greater than the programed output. The lead output was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.